Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "balloon material does not shrink quickly enough, incorrect balloon design". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the three temperature sensing catheters where the balloon did not deflate within the last week and enquired if there anything with silicone where we could alleviate an issue like that. The last call got they pre-tested the balloon, which I know its recommendation of ours, but they were unable to deflate it when they pre-tested it.

Event description:
It was reported that the three temperature sensing catheters where the balloon did not deflate within the last week and enquired if there anything with silicone where we could alleviate an issue like that. The last call got they pre-tested the balloon, which I know its recommendation of ours, but they were unable to deflate it when they pre-tested it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.